Event description:
It was reported that after being activated for 5 mins crossing 90% of a lesion in the sfa, the recanalization catheter was removed from the microsheath as it was to be replaced to continue treatment. When the replacement recanalization catheter was inserted into the microsheath, resistance was encountered and wire was found in the microsheath. Imaging found the tip and 10-15 cm of the core wire of the first recanalization catheter remaining in the pt. The tip and core wire were removed successfully using a snare through the microsheath, ending the procedure with no injury to the pt. It is not known if the detachment had occurred during activation or removal. There was no indication of any problem during activation and a successful out-of-body test was performed prior to the procedure. No pt injury.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.